Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device history review completed. Manufacturing location: (B)(4), manufacturing date: 12.oct.2007. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.

Event description:
It was reported that during an initial open reduction internal fixation (orif) of the mandible on (B)(6) 2016 while the surgeon was bending the plate, the plate cutter broke in half. Another cutter was readily available. There were no fragments or surgical delay. The procedure was completed successfully and patient outcome was stable. Concomitant devices reported: unknown plate (part # unknown, lot # unknown, quantity 1). This complaint involves 1 device.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device, one matrixmandible short cut plate cutter (part number: 03.503.057, lot number: 1755649, mfg date: 12oct2007), was received with the following complaint description: ¿during an initial open reduction internal fixation (orif) of the mandible on (B)(6) 2016 while the surgeon was bending the plate, the plate cutter broke in half. Another cutter was readily available. There were no fragments or surgical delay. The returned instrument is part of the matrixmandible plating system. It is utilized to help contour mandible plates to better fit a patient¿s anatomy. The complaint condition is confirmed for the part. A visual inspection and drawing review were performed as part of this investigation. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. Upon visual inspection it can be seen that the top portion of the cutter head has sheared off from the device and was not returned. The balance of the device is in fair condition with some wear and tear. The relevant drawing for the returned device was reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A device history review (DHR) was performed for the returned instrument and no mrrs, ncrs or complaint-related issues were identified with the lots numbers which may have contributed to the complaint condition. No definitive root cause was able to be determined however the failure mode may be caused by mechanical overloading during use. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.